Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, it was noticed that this was duplicate information which has been provided on MDR 30047537838-2014-27150. The initial MDR for this report (3004753838-2014-27104) should not have been submitted.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 the patient experienced a hardware failure. Distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.